Event description:
A power source alert was reported. There was no information provided about the impact on the customer's blood glucose level. The issue had occurred in the past, and the customer received education on handling power source alerts.